Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2008. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2010.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that on (B)(6) 2008, the patient underwent an excision of the previously placed mesh from the small bowel, repair of small bowel serosal tear x4, lysis of adhesions and repair of recurrent hernia during which the surgeon noted dense adhesions that required an exploratory laparotomy to extricate the segment of small intestines to remove the mesh from the small bowel. There were 4 serosal tears that were encountered during the repair. It was reported that the patient underwent a laparotomy with small bowel resection on (B)(6) 2010. It was reported that the patient experienced severe pain, bowel obstructions, bowel resections, inflammation, scarring, hospitalizations, disfigurement, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/29/2020.